Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one photograph the device. The first photo depicts the product label, product ID, and expiration date and lot number. The second photo depicts the obturator with the top disengaged. The third photo depicts a clearer view of the obturator with the top disengaged. The fourth photo depicts a closer view of the product label, product ID, expiration date and lot number. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the initial product insertion into the body on a laparoscopic inguinal hernia totally extraperitoneal, the opturator cannula completely snapped off or broken when trying to release the product from patient. They discovered that it was broken out of the package. They were able to grab and pull the broken opturator out of the device and were able to proceed and complete the case. There was no patient injury.